Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910.

Event description:
According to the complainant, on (B)(6) 2025, at approximately 1400 hours, the user initiated a new infusion using a 50 milliliter (ml) syringe containing intravenous (IV) morphine 25. Programmed parameters were reported as 10mcg/kg/hr with a flow rate of 0.29 ml/hr. Patient weight was reported as 14.6 kilograms (kg). During syringe loading, the user reported that after inserting the syringe and engaging the syringe slider to the start position, the pump prompted the user to reseat the syringe. The user stated that an infusion line was caught in the slider. The syringe was removed and reinserted. At approximately 1540 hours, during a patient check, the user observed that the syringe volume displayed approximately 46.5 ml remaining. The infusion set remained connected and in use. The pump was removed from service. No patient injury or adverse patient outcome was reported.